Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint, and completed the device evaluation. Failure analysis investigations confirmed, the customer reported complaint broken tip. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley.

Event description:
It was reported, that during central processing. The maryland bipolar forceps instrument was observed to have a broken tip. There was no patient involvement.